Event description:
It was reported that a malfunction occurred on the pump, identified as malfunction code 5. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in resetting the pump, after which the malfunction did not recur. The customer was instructed to continue using the pump and to call back if the malfunction code reappeared.